Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that during patient use a ventilator generated an alarm and stopped ventilating. The patient was transferred to a different ventilator. There was no patient harm/injury reported.